Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the programmer and therapy is off. The patient lost approximately (B)(6) and the issue began recently. Surgical intervention may be pending to address this issue.